Event description:
It was reported that balloon ruptured occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured during the procedure. The device was removed and replaced with a 3.50mm x 12mm nc emerge balloon catheter which also ruptured during the procedure. The device was removed, and the procedure was completed with a different device. There were no complications reported and patient was in good condition post-procedure.